Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned from our final pack area for analysis as the device had not passed all required testing.